Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse event(s) of death, as the patient was actively undergoing treatment when the event(s) occurred. The primary cause of the patient¿s expiration was chronic renal failure, with a secondary cause of type 2 diabetes mellitus. The pdrn reported the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). The esrd population continues to have significantly higher mortality (up to 30-fold higher), and fewer expected years of life when compared to the general population. Furthermore, patient-related factors such as non-compliance can be significant contributing factors when evaluating poor outcomes. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there is no report a fresenius product(s) and/or device(s) failed to meet user expectations or manufacturer specifications.

Event description:
On 5/jan/2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reportedly expired while undergoing pd therapy on (B)(6) 2022. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient¿s spouse returned home from work at approximately 3:30 am and heard the patient¿s liberty select cycler alarming. After entering the bedroom, the patient was discovered lying on his side. Thinking this was the cause of the liberty select cycler alarm, she rolled her husband onto his back at which point she discovered he had expired. The spouse contacted emergency medical services (ems) however upon their arrival it was confirmed the patient expired several hours prior. Resuscitative measures were not attempted. The patient¿s body was taken to the hospital for an autopsy; however, the autopsy was cancelled the following day by the nephrologist. The nephrologist reported the patient¿s primary cause of death was chronic renal failure, with a secondary cause of type 2 diabetes mellitus. The pdrn reported the patient was non-compliant, and inconsistently took his medication and/or completed ccpd therapy. Additionally, the pdrn reported there was no suspicion a fresenius device(s) and/or product(s) caused or contributed to the patient¿s demise.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 5/jan/2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reportedly expired while undergoing pd therapy on (B)(6) 2022. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient¿s spouse returned home from work at approximately 3:30 am and heard the patient¿s liberty select cycler alarming. After entering the bedroom, the patient was discovered lying on his side. Thinking this was the cause of the liberty select cycler alarm, she rolled her husband onto his back at which point she discovered he had expired. The spouse contacted emergency medical services (ems) however upon their arrival it was confirmed the patient expired several hours prior. Resuscitative measures were not attempted. The patient¿s body was taken to the hospital for an autopsy; however, the autopsy was cancelled the following day by the nephrologist. The nephrologist reported the patient¿s primary cause of death was chronic renal failure, with a secondary cause of type 2 diabetes mellitus. The pdrn reported the patient was non-compliant, and inconsistently took his medication and/or completed ccpd therapy. Additionally, the pdrn reported there was no suspicion a fresenius device(s) and/or product(s) caused or contributed to the patient¿s demise.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler underwent and passed a system air leak test and valve actuation test. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. During an internal inspection of the returned cycler there were visual indications insect infestation. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 5/jan/2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reportedly expired while undergoing pd therapy on (B)(6) 2022. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient¿s spouse returned home from work at approximately 3:30 am and heard the patient¿s liberty select cycler alarming. After entering the bedroom, the patient was discovered lying on his side. Thinking this was the cause of the liberty select cycler alarm, she rolled her husband onto his back at which point she discovered he had expired. The spouse contacted emergency medical services (ems) however upon their arrival it was confirmed the patient expired several hours prior. Resuscitative measures were not attempted. The patient¿s body was taken to the hospital for an autopsy; however, the autopsy was cancelled the following day by the nephrologist. The nephrologist reported the patient¿s primary cause of death was chronic renal failure, with a secondary cause of type 2 diabetes mellitus. The pdrn reported the patient was non-compliant, and inconsistently took his medication and/or completed ccpd therapy. Additionally, the pdrn reported there was no suspicion a fresenius device(s) and/or product(s) caused or contributed to the patient¿s demise.